Event description:
This was a spontaneous report from a physician via a company rep and concerned a pt of an unspecified age and sex from the united states: (B)(4). The pt's height, weight, and medical history were not reported. The pt was treated with precise pain relieving heat patch (topical, dosage and frequency unspecified) initiated on an unspecified date for an unspecified indication. Concomitant medications were not reported. On an unspecified date, "the product caused the pt's skin to burn." Action taken with precise pain relieving heat patch was unspecified. The pt outcome was unspecified for skin burn. This report was serious (medically significant) and reportable (serious injury).